Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Black particles were observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2321410. D.4. Medical device expiration date:2023-11-30. H.4. Device manufacture date: 2022-11-17. D.4. Medical device lot #: 2347092. D.4. Medical device expiration date: 2023-12-31. H.4. Device manufacture date: 2022-12-13. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had present in the inner wall of collection tube. This event occurred 29 times. The following information was provided by the initial reporter. The customer stated: the black dot orginally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.